Event description:
The device was used during a procedure on the rectum. Reportedly, the instrument was difficult to open and close and the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.